Event description:
Per sub: during surgery, femoral nozzle became detached from cartridge. Surgeon inserted on the rasp's into the partially cemented filled femoral canal. Cement cured and surgeon was unable to remove rasp. Surgery took an extra hour to repair the femur. Product was contaminated and disposed of.